Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one crosser iq ultrasonic cto device loaded onto an unknown guidewire and into a support catheter was returned for evaluation. During visual evaluation, multiple bunching was noted on the catheter from the distal tip. Marker band was noted to be pinched. Distal tip was separated from the outer catheter but still attached to the inner core wire and guide wire protruding out. No functional test was performed. Based on the findings, the investigation is confirmed for the identified material separation as the as the catheter was noted to be separated. The investigation is also confirmed for the material deformation due to catheter bunching and the investigation is also confirmed for the peeled issue due to marker band pinched issues. However, the investigation is unconfirmed for the reported material frayed issue and inconclusive for the reported activation and overheating issue. A definitive root cause for the reported material frayed activation and overheating, identified material separation material deformation and peeled issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiry date: 08/2023), g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation for a recanalization procedure, the tip of the catheter was allegedly frayed. It was further reported that the catheter allegedly became hot. Reportedly, the device did not mist instead saline was sprayed out everywhere. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 08/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of a recanalization procedure, the tip of the catheter was allegedly frayed. It was further reported that catheter allegedly became hot and the saline spray out everywhere. The procedure was completed using another device. There was no patient contact.